Event description:
User alleges that they have had an event of posterior tracheal perforation. Tracheal dilation is being done using a cook blue rhino pdt kit as they are not performing a multi dilator procedure pdt procedure. They put in our per-fit tube after the dilation is performed.

Manufacturer narrative:
Results eval codes (other): the injury would have been prior to the use of smiths medical asd, inc. Product. Our tube is placed after the cook blue rhino pdt kit is used. The reported injury would have occurred during the procedure with the cook product. Conclusion: the injury described in this report would have been with the cook blue rhino pdt kit, which was used prior to our perc trach tube being placed.